Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was patient reported their recharger had been getting hot and not charging their implant (ins); a message also displayed that said to call medtronic, but they didn't recall additional information. Agent asked event date, and pt said they had been in the hospital for 2 heart attacks, the flu and illnesses - pt noted the issue was progressive and now in the past month they can't get the ins to charge at all. An email was sent to the repair department to replace the recharger. Pt mentioned they were told by their rep to call after receiving the replacement recharger to help pt get a managing follow-up physician.